Event description:
Pt had taken shower and eaten lunch. Nurses aide came back from lunch and put on new electrodes and hooked up monitor. After 5 minutes nurses aide heard a loud crack or snapping noise and turned to see pt jump and pull monitor away from body. Pt states he felt an electrical charge from monitor to right leg electrode. No burn was found on the pt body.